Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5111802/5112580; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting an adequate pain relief. The patient underwent an explant procedure.